Event description:
The consumer was sitting in the chair and hit the joystick forward, when the chair allegedly moved and then stopped and consumer allegedly fell out of the chair onto the floor. The consumer alleges the chair, then ran her over. This allegedly resulted in a torn rotator cuff.

Manufacturer narrative:
Chair has been in service for 3 years with no reported incidents. While consumer was transgressing in her chair, the chair had allegedly stopped, consumer reportedly fell onto the floor and the chair allegedly rolled over her. User was allegedly taken to the hospital and diagnosed with a torn rotator cuff. Chair has not been returned and alleged injury is unconfirmed. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse, operator error, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on injury.